Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported that retrogr fem nail adv, rfn-adv ø10 l 200 and unk, screws: locking were associated with a reported event. The event involved screw back out of distal screws following an orif of the right femur, with the surgeon noting this was the second occurrence. The patient experienced pain and inflammation, and a corrective invasive procedure was required to address migration of screws, pain, and inflammation. The implants were removed during this procedure.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11. Additional narrative: h3, h6: photo investigation the product was not returned to depuy synthes; however, photos were provided for review. The x-ray investigation revealed that the screw implanted in the distal region exhibited migration from its original position. According to the surgical technique se_820613, rev. Ai. In a standard locking construct, the use of a 0 mm end cap may reduce the risk of screw migration. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the unk - screws: locking would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.